Event description:
The customer reported that the system displayed a precharge voltage error message and would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface board battery was replaced and the voltage feedback was adjusted. The system was tested and found to be working as intended and put back into service.